Manufacturer narrative:
(B)(4). Eval, results: other (root cause of the event cannot be determined), (guide wire). Conclusions: no conclusion can be drawn (root cause of the event cannot be determined).

Event description:
A 3.0 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the rca of a pt with no issue reported. However, it was reported that on removal of the relevant device, the balloon material became stuck on the vessel (ref MFR# 2953200-2011-00313). Although post dilation of the deployed stent was successfully performed with two separate nc sprinter rapid exchange (rx) balloon dilatation catheters, it was reported that, on removal, both the balloons became stuck on the inside of the stent (ref MFR# 2953200-2011-00314). It was reported that the physician was able to remove all of the devices with no health hazard caused to the pt. No other clinical sequelae were reported. The account reported that the event may have been related to a hydrophilic wire problem (non-medtronic wire).